Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the pump had pump error. Customer stated battery was change multiple times but pump was not turned on. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, and displacement test. The power management graph confirmed the unloaded voltage and loaded voltage were within specific range. No low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing or in the device trace download. The following were noted during visual inspection: cracked case near the corner of belt clip rails, cracked keypad overlay, cracked battery tube threads, cracked case on the battery tube side, and faded serial number label. (B)(4).